Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to experiencing a blood glucose (bg) level of 30 mg/dl; cause of bg was not known. Customer could not recall details of treatment received in the ER. Customer's condition had improved by the time the customer left the ER. Reportedly, the customer reverted to manual injections for insulin therapy.